Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is alleged that the plaintiff received an unknown filter on (B)(6) 2008. It is alleged that the plaintiff was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Additional information provided determined that this device was manufactured by william cook europe. With the submission of this follow up report, cook inc. Informs that this complaint has been transferred from cook inc. To william cook europe. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.